Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600024.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result was obtained when a single patient sample was tested using vitros ipth lot 1645 on a vitros xt 7600 integrated system. The result was lower when compared to a vitros ipth lot 1570 result for same patient sample. Patient 1 vitros ipth lot 1645 result of 80.12 pg/ml versus a vitros ipth lot 1570 result of 190.60 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was not reported from the laboratory, the result was obtained as part of a patient correlation performed by the customer. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros intact pth (ipth) result was obtained when a single patient sample was tested using vitros ipth lot 1645 on a vitros xt 7600 integrated system. The result was lower when compared to a vitros ipth lot 1570 result for same patient sample. A definitive assignable cause could not be determined. However, a vitros ipth lot 1645 performance issue cannot be completely ruled out as contributing to the event vitros ipth lot 1645 results from biorad qc testing were lower than expected and indicating unacceptable accuracy. Furthermore, acceptable results were obtained from the same qc fluids using an alternate lot of vitros ipth (lot 1570). An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots without performing any actions to the vitros xt 7600 integrated system. In addition, vitros ipth results from vitros ipth control testing were acceptable on the instrument. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms.